Event description:
It was reported that the patient presented with central disc disruption syndrome at l4-5. The patient underwent posterior lumbar interbody fusion with rhbmp-2/acs and pedicle screw fixation. Patient was sent to recovery in satisfactory condition. On (B)(6) 2011, the patient presented status post posterior lumbar interbody fusion with failed back syndrome. Patient underwent removal of pedicle screw fixation. Per the op notes, "scar tissue was taken down, and additional removal of a bony fusion and calcification over the pedicle screw complex to allow for exposure of the heads of the pedicle screws." No complications were reported and the patient tolerated the procedure well.

Manufacturer narrative:
Concomitant product: pedicle screw instrumentation (implant (B)(6) 2010; explant (B)(6) 2011). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.